Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during service software (note: system test , i.e., with no patient involvement), the device had displayed the error message 231008. The settings were configured for a flow rate of 10l and an oxygen concentration of 21%. However, the device showed a flow rate of 0.6 l/min at qo2, and the oxygen concentration was 26%, failing to reach the intended 21%.

Manufacturer narrative:
Hamilton medical ag's reference number: (B)(4). Follow-up 1: complaint investigation. In case the fio2 is set to 21%, the o2 mixer (proportional valve) is closed. The internal flow sensor (qo2) is used to monitor an eventual leak flow from hpo through the o2 mixer valve. In case the qo2 sensor detects a flow at fio2=21% then the technical event: 231008 appears to indicate an o2 valve leak. The technical event: 231007 can appears as after effect and indicates that the controller is at its max. Limit to keep close the valve (o2controllerflowhigh) a reason for triggering this alarm condition could be because of a: -defective o2 mixer (o2 valve not properly closing. Mechanically or electronically) -leak on the lpo inlet or between o2 mixer and qo2 sensor. In this case blower sucks the air through the lpo adapter through qo2 sensor, which creates a false positive alarm. -lpo adapter (quick connect coupling) is still inserted, while the device is set to hpo. In this case blower sucks the air over the lpo adapter through qo2 sensor, which creates a false positive alarm->user error -driver board as cause. The o2 valve driver stage controls the o2 proportional valve and is located on the driver board. As stated in this case, the o2 mixer assembly was replaced. Additionally, the reported issue occurred in service software mode during tests. In case this test would have not been performed, all devices undergo self tests before connecting to a patient. Before each use, the leakage and tightness tests are performed at startup of the ventilator to ensure there are no leakages in the circuit that could affect a proper ventilation of the patient. The leakage test is designed to detect potential airway leakages in the breathing system, before a patient is attached to them. During the test, the ventilator checks for even minor leaks that could affect its performance, and it will alert the operator if anything is outside acceptable limits. The service software tests and the leakage tests are designed to ensure the ventilator operates safely and effectively. A failed test does not indicate a malfunction but rather triggers the ventilator¿s safety mechanisms to either alert the operator or adapt to the situation. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, this case is reassessed as not reportable.